Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-jun-2025. Investigation summary : bd received seven photos and one sample for investigation. The customer photos depict a device with blood leakage between the male and female luer. Additionally, the sample underwent a functional test for leakage around the male/female luer connection and passed, as there was no defect to the female luer or pbbcs assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, there was a blood leakage from holder connection. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, there was a blood leakage from holder connection. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital d.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.